Event description:
It was reported that the balloon would not deflate. The target lesion was located in the first obtuse marginal artery (om). An unspecified cutting balloon catheter was selected to treat the target lesion. The balloon was inserted into the om. It was noted that they had trouble crossing the lesion. Upon removal of the device, it was observed that the balloon was inflated. It was further noted that the tech pulled negative pressure on the balloon five times and the indeflator on the balloon would not deflate. The procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).